Event description:
A customer in (B)(6) contacted biomérieux to report a false susceptible amikacin result (mic = 4 mg/l) for klebsiella pneumoniae spp pneumoniae in association with the vitek® 2 ast-n372 test kit. Etest® provided a result of mic > 256 mg/l (resistant). The customer stated they test systematically via etest for amikacin when they detect esbl. Therefore, the discrepant vitek 2 result was not reported to the physician and no treatment decisions were made based on the discrepant result. Biomérieux requested strain submittal from the customer. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This investigation was initiated due to a discrepant amikacin (an) results for two (2) strains of klebsiella pneumoniae on vitek® 2 ast-n372 cards using software version 7.01 & v8.01. The intended identification to k. Pneumoniae was confirmed on the two (2) strains on vitek ms v3 (knowledge base v3.2). The reference method (agar dilution, ad) which was the method used for amikacin development (formulation an01n) on ast-n372 cards gave an mic > 256 mg/l r on the 2 strains. On vitek 2, the isolates were subcultured on cos medium, and testing included ast-p372 cards from the two (2) customers lots (cl1 : 0220645404 - cl2 : 0220687404) and a random lot (rl: 0220625104). On the three (3) lots tested, the results obtained were similar : v7.01 : an mic = 4 mg/l I* v8.01 : an mic = 4 mg/l s the vitek 2 values in v7.01 and v8.01 are an essential agreement error compared with the reference mic and lead to a minor error with the therapeutical correction in v7.01, or lead to a very major error in v8.01(absence of therapeutical correction). Conclusion: in house, the customer results were reproduced. These are atypical strains and will be added to r&d's stock collection.